Event description:
During follow-up, post-paced t-wave oversensing was observed. Abbott technical support was contacted and confirmed the event. No intervention has been performed at this time. The patient experienced no adverse consequences.